Event description:
It was reported after implant on (B) (6) 2009, the patient remained in the hospital due to an allergic reaction to the medications. The stimulator was off and the patient was in extreme pain. The hcp was unsure how the device had been turned off. The reporter was unable to adjust stimulation both with or without the antenna attached. The reporter was not able to turn the stimulation on or off with the recharger. Additional information received indicated the patient was seen in the hospital by the representative. The patient was fine and had stimulation. The patient resides in an extended care facility. The representative went to the facility twice to inservice the patient and staff on the recharger and patient programmer. The patient was feeling much better.

Manufacturer narrative:
(B) (4)